Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error and blank display. The customer's blood glucose was 338 mg/dl. The customer was treated with the manual injection. The troubleshooting was performed. The display was not returned after the troubleshooting. The customer contacted her healthcare provider but, she was not admitted to the hospital due to high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to back up plan. The product will not be returned for analysis.